Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope had been reprocessed in a reprocessor that did not have the acecide disinfectant concentration checked. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer was not using the device in accordance with the instructions for use and not following recommended device handling and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
No change to customer event.